Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No button error alarm noted during our testing. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and missing the endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's button was not working properly. Customer's blood glucose level was 546 mg/dl. She treated her high blood glucose level with a shot. The insulin pump alarmed button error. The customer has juvenile epilepsy and causes her blood glucose level to go high. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.